Manufacturer narrative:
Follow-up #1: date of submission 11/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: during investigation, moisture was found inside the battery compartment, on the keypad connector, and on the display board. The battery compartment was cracked above and below the grip pad. A leak test was performed and failed due to a leak in the battery compartment. The display was blank at power up with auditory and vibratory alarms. The keypad buttons were unable to be tested due to the blank display.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.